Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that caller reported that the patient was not feeling any stimulation. The caller originally called to ask for a longevity calculation. The caller indicated that the therapy parameters were 3- 1+ 8v 450us 40hz. The current battery voltage was 2.93v. The caller read from notes from (B)(6) 2021 that showed the impedance values were tested. With ref 1 electrode 3 3600ohms and ref 0 showed electrode 3 had a values of 4900ohms. The caller indicated that another rep had written the notes. The caller thought based on the note that they called tech service about the issue. The caller indicated that today when the impedances were tested with ref 0 electrode 3 was at 4500ohms the caller was not with the patient. The original reason for the call was to ask about longevity of the ins. Tss reviewed longevity considerations. Patient stopped feeling stimulation about 1.5 months ag o. Caller reports before, patient would be able to move a certain way and patient would feel stimulation. Caller reports patient had multiple falls, but the most current fall was about a year ago. Caller reports he was notify of all these events today ((B)(6) 2022). Reference 0 1: 1941 ohms 2: 3377 ohms 3: 4644 ohms reference 1 0: 1941 ohms 2: 1909 ohms 3: 3284 ohms reference 2 0: 3377 ohms 1: 1909 ohms 3: 2242 ohms reference 3 0: 4644 ohms 1: 3284 ohms 2: 2242 ohms caller reports patient was programmed with electrodes: 1/3 reprogrammed using electrodes: 0-1+: 10.3v/450pw/40hz. Patient felt no stimulation 1/ 2 10.5v/450pw/40hz. Patient felt no stimulation. Weight: 296lbs the rep was redirected to the hcp to determine next steps. Additional information was received from the rep on 2022-aug-05. The rep reported/re-iterated that the cause was likely due to the patient having had multiple falls with the most current fall taking place about a year prior to the report. The rep did not report any further diagnostics or troubleshooting. They stated the patient and the physician were informed that there is no viable programming to give the patient the relief that they need. The pt was redirected to their doctor to determine next steps. The rep does not know of any further actions/interventions taken to address the high impedances and next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.